Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up tones were noted and interrogation of the device showed one out of range pacing impedance measurement in (B)(6) 2016, the measurements then decreased to normal values, but two more out of range pace impedance measurements were noted in (B)(6) 2017. A possible competitor lead fracture was suspected and the patient was hospitalized for a revision procedure. No adverse patient effects were reported.

Event description:
A possible extraction was scheduled at another hospital but it was noted that this patient was never seen at the other hospital thus a possible new implant took place. More information was pending.

Event description:
Additional information noted that a revision took place. The lead was explanted while the device remained implanted. No additional adverse patient effects were reported.